Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles.  The customer¿s blood glucose was unknown at the time of the incident. Customer states that after troubleshooting air bubble was successfully removed from reservoir. Customer successfully passed the self test and displacement test but unable to perform high pressure test. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 8 open/used reservoirs. Performed pre-fill reservoirs test. Found no air bubbles anomaly during filling. Also ran occlusion test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a paradigm pump, performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not air bubbles.